Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the spider 2 tenet's motor intermittently kept running and released the limb spontaneously without pressing the release button. The procedure was completed manually where the resident held the arm until the procedure finished. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided video found the spider 2 tenet's limb spontaneously released without pressing the release button and the motor continued to run intermittently. Factors that could have contributed to the reported unintended movement include issues during setup of the device. Factors that could have contributed to the unintended power up event include debris preventing the solenoid valve or check valve from sealing properly. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The device was returned to a service center with unknown liquid contamination and with catastrophic physical damage. The images from the service center show the case completely broken apart with large chunks of the material missing, fluids running down the case and into the interior through the open seams. An analysis of the video provided by the customer found that the spider 2 had sustained severe damage, and the case was taped back together, with liquids able to reach the motor and controls through the breach. After they attempted to pressurize the device the slender arm spontaneously released without pressing the release button and the motor continued to run intermittently. The complaint was confirmed, and the root cause was associated with use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.